Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 60's mg/dl. The customer was treated for the low blood glucose with food. The customer stated that when he primed, his blood sugar will elevate to 300-400 mg/dl by noon. Customer's blood glucose level was 142 mg/dl at the time of the call. The customer was assisted with troubleshooting stated that the drive support cap was normal. The product was not returned for analysis.